Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery with 100% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation with placement of a 3.00 x 20 mm promus element stent with the residual stenosis was 0%. Post dilation was not performed. Nine days later, the subject was discharged on aspirin and clopidogrel. In 2019, the patient died. The cause of death is unknown.